Manufacturer narrative:
Approximate age of device: 10 months. The replaced portion of the driveline and the pump were returned. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the vad coordinator on (B)(6) 2015 and stated that he experienced driveline fault alarms with his system controller. The patient exchanged his system controller and heard a constant alarm. He believes it was a red heart alarms but he did not look at the device. The patient exchanged the system controller with another backup system controller, and a constant alarm occurred again. The patient then exchanged his system controller with the original system controller, and the alarm resolved. The patient was on battery power and connected to the power module and did not experience any alarms at that time. The patient was not symptomatic. On (B)(6) 2015, the patient was admitted to the hospital. The health professional attempted to connect the system controller to the power module; however, the pump stopped. The patient was quickly placed back on battery power. On (B)(6) 2015, the patient was connected to an ungrounded patient cable. Review of the event history found pump stoppages had occurred prior to the patient being admitted. X-rays were taken and reviewed and they were unremarkable. On (B)(6) 2015, the manufacturer¿s technical service technician evaluated the driveline and no broken wires were found during continuity testing. The entire external driveline was replaced. On (B)(6) 2015, the patient was reportedly still experiencing driveline fault alarms. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: patient experiencing driveline fault alarms. Upon placing patient on power module pump stopped. This occurred with more than 1 controller. Manufacturer was advised, waveforms and x-rays sent. Engineers out to repair driveline fracture without success. Pump exchange on (B)(6) 2015. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: pump. Malfunction component: pump: driveline. Device malfunction: yes. Device malfunction causative factor: patient non-compliance. Patient outcome: exchange.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 7" from the pump housing, and the severed portion was returned. Examination of severed portion of the driveline found breakdown of the braided shield at an area 9"-10" from the pump housing. Electrical continuity testing of the wires found that the red, orange, and green wires were open circuit. Visual inspection of the wires found that the red and orange wires had completely fractured approximately 9" from the pump housing. The exposed conductors at the fractured ends showed corrosion consistent with an electrical short. The red and orange wire insulation appeared elongated, indicating part of the wires had been pulled apart. Both wires appeared kinked, and slightly crushed, and the orange insulation showed impressions from the braided shield, indicating that the driveline had been clamped. The clamping had caused additional tears in the red and orange insulation, but the exposed conductors were clean and shiny and did not appear to have caused an electrical short, indicating that the clamping likely occurred during explant. A breach in the green wire was also noted approximately 9" from the pump housing and all of the inner conductors were fractured. Both the green wire and the adjacent yellow wire showed similar kinking as the red and orange wires. The yellow wire insulation was intact but appeared thin and elongated, indicating some of the inner conductors were fractured. The black and brown wires appeared unremarkable and no additional insulation breaches were found during hipot testing. The distal section of the driveline that was replaced by the manufacturer¿s technical services representative was also returned. This portion and the pump portion of the driveline were examined and appeared unremarkable. Electrical continuity testing and hipot testing of both sections did not reveal any additional discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear. The exposed inner conductors of the red, orange, and green wires would have allowed electrical shorts while the system was operating on the power module or batteries, resulting in the reported low speed events and pump stoppages. The red and orange wires also comprise one complete phase of the three phase motor. An intermittent discontinuity in both wires also would have resulted in the low speed and pump stoppage events. The fractured wire conductors also would have caused the reported driveline fault alarms. The majority of the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.